Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed. Log review showed the force bipolar instrument was last used on 26-jan-2024 during a da vinci-assisted bilateral inguinal hernia repair and with 4 uses remaining. There is no indication that the instrument was used in subsequent procedures after the alleged event was reported. System logs show no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. .

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia repair procedure, the jaw of the force bipolar instrument was tearing tissue. However, based on follow-up information obtained, the site's robotics coordinator explained that tissue had gotten stuck on the side jaw of the force bipolar instrument. The robotics coordinator also indicated that no injury was noted to the patient tissue to cause bleeding and no repair to the tissue was necessary. It is unclear what type of tissue got stuck on the side of the force bipolar instrument and how the customer was able to release the tissue from the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument has been returned to intuitive surgical, inc. (Isi) and failure analysis evaluation has been performed. Failure analysis did not replicate nor confirm the customer reported complaint. A visual inspection of the instrument displayed no signs of physical damage. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was tested on grasping and releasing, and did not get stuck nor tear the tissue-like material. The instrument was fully functional. No product issue was identified.